Event description:
It was reported that the patient presented for an implant procedure. It was noted after placement of the left ventricular (lv) lead that the guide wire could not be removed from the lv lead. The physician attempted to change the location, and used more care to flush the electrode but the guide wire remained stuck and could not be removed from the lv lead's lumen. The lv lead with guide wire was removed and replaced to complete the procedure. There were no patient consequences.

Manufacturer narrative:
The reported event of failure to remove the guidewire was confirmed. A complete lead was returned in one piece with a guidewire inserted/stuck in the inner coil. Visual examination of the lead found the polytetrafluoroethylene (ptfe) coating of the guidewire was stripped off of the guidewire and was clogged in the connector pin region due to damage occurring at the time of procedure. The cause of the reported event was due to the ptfe coating of the guidewire clogged in the connector pin region.